Event description:
An ophthalmic surgeon reported that, during cataract surgery with intraocular lens implantation, one of the haptic was broken after the lens was implanted. The surgeon then removed the haptic and rotated the lens so that the optic rests on its single haptic positioned. On post-operative day seven, it was noticed that there was slight decentration of the implant.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).